Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The stent had detached from the balloon and was returned for analysis without the stent delivery system (sds). A visual examination of the stent found the stent damaged with struts distorted, lifted from the stent profile and stretched. Struts at both edges show no damage. The stent delivery catheter was not returned for analysis. As the delivery system was not returned with the stent, an individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy¿ drug eluting stent (des) was selected to treat the lesion. However, upon removal of the stent protector cap, the stent was removed along with the cap. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16 synergy¿ drug eluting stent (des) was selected to treat the lesion. However, upon removal of the stent protector cap, the stent was removed along with the cap. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.